Event description:
Placed several coils into aneurysm sac, and then needed balloon protection to complete embolization. Inserted x-celerator 10 wire up inside sl10 micro catheter to exchange for balloon. Micro catheter removed, started to advance balloon then noticed the guidewire tip had detached. Due to tortuous anatomy, it's not possible to capture loose guidewire tip with snare. Pt was on anti coagulation therapy under observation and the condition was stable.